Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: migration, perforation of all struts outside the wall of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.per the implant records, the patient had a preoperative diagnosis of deep venous thrombosis (dvt), endometrial hyperplasia, menorrhagia, morbid obesity, hypertension, amenorrhea in anovulation, perimenopausal, and was non-compliant with prior treatment bleeding plans. Multiple attempts were made to puncture the right femoral vein but were unsuccessful. The vein was felt to be occluded. Placement of the trapease ivc filter was done via the left femoral vein. Hand injection of contrast clearly showed a widelypatent inferior vena cava. The device was then centered on the l2 interspace and deployed without difficulty. The patient tolerated the procedure well and proceeded to have a dilation and curettage (d&c) procedure.approximately ten years and eight months after the filter was implanted, the patient underwent a computed tomography (CT) scan of the abdomen and pelvis. The reformatted images submitted for review revealed the infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal. One anterior strut perforates the ivc wall 5mm and resides within the soft tissues. One medial strut perforates the ivc wall 5mm and contacts the aorta. One medial strut perforates the ivc wall 6mm and resides within the soft tissues. A posterior strut perforates the ivc wall 6mm and contacts a lymph node. One lateral strut perforates the ivc wall 6mm and resides within the soft tissues. One lateral strut perforates the ivc wall 6mm and contacts the right renal vein. The report also noted that the original function of the ivc filter is permanent; therefore, it cannot be removed by a percutaneous approach. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately thirteen years and three months post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs; one posterior strut perforates the ivc wall and contacts a lymph node. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the implant records, the indication was deep venous thrombosis (dvt), endometrial hyperplasia, menorrhagia, morbid obesity, hypertension, amenorrhea in anovulation, perimenopausal, and was non-compliant with prior treatment plans. Placement was done via the left femoral vein. The device was then centered on the l2 interspace and deployed without difficulty. The filter subsequently malfunctioned and caused injury and damages including, but not limited to migration, perforation of all struts outside the ivc. Approximately eleven years post implant, a CT revealed the infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal. One anterior strut perforates the ivc wall 5mm and resides within the soft tissues. One medial strut perforates the ivc wall 5mm and contacts the aorta. One medial strut perforates the ivc wall 6mm and resides within the soft tissues. A posterior strut perforates the ivc wall 6mm and contacts a lymph node. One lateral strut perforates the ivc wall 6mm and resides within the soft tissues. One lateral strut perforates the ivc wall 6mm and contacts the right renal vein. The report also noted that the original function of the ivc filter is permanent; therefore, it cannot be removed by a percutaneous approach. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs; one posterior strut perforates the ivc wall and contacts a lymph node. The patient further reports anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had migrated and that all the filter struts had perforated outside the wall of the inferior vena cava (ivc). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter migration and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: migration, perforation of all struts outside the wall of the ivc. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.